Manufacturer narrative:
No samples were returned to manufacturing qa for evaluation. No root cause could be identified. (B)(4).

Event description:
A nurse reported the touch screen was not responding to commands. One pt had already received peribulbar block anesthesia and this procedure was canceled. Pt outcome is unk. Additional info has been requested.